Manufacturer narrative:
H6: investigation summary customer reported an issue on a bd bactec fx top instrument (p/n 441386, s/n (B)(6)). Customer indicated that the instrument flagged false positives when they are concluded to be negatives. A bd remote assistance communicated with the customer and confirmed that the that there is no issue with the instrument after checked the rack g with the calibrator bottles. The bd remote assistance confirmed that the bottles are overloaded, and they reflected false positives after 6 days. The instrument is deemed functional and handed over to the customer for use. This is an unconfirmed failure of the bd product. Device history record (DHR) review is not required for this complaint as this complaint does not allege an early life failure or failure at installation. Service history record review revealed no previous complaints for this issue. Bd quality did not receive any returned parts or instrument for investigation. The root cause was customer workflow induce. No new risks or hazards. No new trends after taking the unconfirmed complaints into account. H3 other text : see h10.

Event description:
It was reported that while using bd bactec¿ fx, instrument top, packaged false positive results were obtained by the laboratory personnel. A gram stain was used to confirm the results as false positives. There was no indication that results were reported out and there was no report of patient impact. The following information was provided by the initial reporter: " got call their partner lab reported that they received quite some positive bottles where under the microscope, they concluded them to be negatives. "

Manufacturer narrative:
Initial reporter phone number: (B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using bd bactec¿ fx, instrument top, packaged false positive results were obtained by the laboratory personnel. A gram stain was used to confirm the results as false positives. There was no indication that results were reported out and there was no report of patient impact. The following information was provided by the initial reporter: " got call. Their partner lab reported that they received quite some positive bottles where under the microscope, they concluded them to be negatives. "